Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone number extension: (B)(6). Multiple 510k numbers were reported to be involved: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer experienced contamination issues. Based on current information, these issues may have contributed to false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "they have contamination problems."

Manufacturer narrative:
B5. Describe event or problem: it was reported that while using bd max¿ system, bd max¿ instrument the customer experienced contamination issues. Based on current information, these issues may have contributed to false positive results. This event occurred 1 time(s). False results were not reported to the doctor or patient. There is no indication of patient impact. Assays used: covid. The following information was provided by the initial reporter: "they have contamination problems." H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "contamination". App team has contacted the client to explain how to do the decontamination. The complaint is not confirmed. The root cause is "unknown". Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2017. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device revealed no prior event related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer experienced contamination issues. Based on current information, these issues may have contributed to false positive results. This event occurred 1 time(s). False results were not reported to the doctor or patient. There is no indication of patient impact. Assays used: covid. The following information was provided by the initial reporter: "they have contamination problems."